Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error and then the screen was blank with the flashing of red. It was stated that the customer was on the swimming pool and there was a crack on the battery compartment. Troubleshooting was performed for damage. Insulin pump had a pump error and it needs to rewind and now the screen was blank with the flashing of red. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.